Event description:
The hcp reported that the pt expired due to a "non-neurosurgical event and is totally unrelated to the pump". The pt had "an event" on the school bus, and was admitted to the intensive care unit and intubated. The pt was extubated several days later and expired due to "multiplex failure". The pump contained baclofen - dose and concentration unk.

Manufacturer narrative:
Final device analysis reveals no anomaly found - normal device function.